Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot#: v160765, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 3888-45, lot#: v139547, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 3888-45, lot: v139547, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot#: v077190, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for cervical/neck reported via the manufacturer¿s representative (rep) they had ¿subq¿ leads which required more energy. As a result they had to charge too often with minimal relief. Reprogramming was performed but ultimately the entire system was explanted on (B)(6) which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.